Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was readjusted which corrected the reported issue.

Event description:
The hospital reported that the bag/vent switch was not functioning as expected. There was no report of patient involvement.